Event description:
Down drift on the head end of bed.

Manufacturer narrative:
Technician replaced emergency trend valve and hi'low head valve to eliminate the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.